Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: d4, h4. D4 - it is unknown which screw fractured. It could be one of the following: mis headed screw 48mm item #: 00598304048 lot #: 63842211. Manufacture date: 03 november 2017; sterile expiration date: 31 oct 2027, UDI #: (B)(4). Mis headed screw 48mm item #: 00598304048 lot #: 66663088. Manufacture date: 19 august 2024; sterile expiration date: 17 aug 2034; UDI #: (B)(4). Visual evaluation of the picture provided identified multiple used screws with foreign debris on the surfaces and one hex head fractured off from a screw shaft. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D4 - it is unknown which screw fractured. It could be one of the following: mis headed screw 48mm item #: 00598304048 lot #: 63842211 manufacture date: 03 nov 2017; sterile expiration date: 31 oct 2027, UDI #: (B)(4). Mis headed screw 48mm item #: 00598304048 lot #: 66663088 manufacture date: 27 aug 2024; sterile expiration date: 17 aug 2034; UDI #: (B)(4). G2 - report source - foreign: event occurred in canada. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as it remains in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that one of the screws fractured at the head. A portion of the screw remains in the patient. No additional patient consequences were reported. Attempts have been made; however, no additional information is available.